Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation upn: (B)(4), model: db-4600c, serial: n/a, batch: 25076081. Product family: 55cm 8 contact extension upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7070111.

Event description:
It was reported that the patients lead extension became exposed due to skin erosion, which was noted as being epidermal, dermal, corrosion. The patient underwent a revision procedure in which the lead, lead extension, and burr hole cover were explanted. The patient was given intravenous antibiotics, but there were no signs of infection. A culture was taken but the results are unknown. The patient is doing well post-operatively. The lead and lead extension were retained by the facility.